Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed rebooting events associated with a cartridge change. The total daily dose history reflected the user programmed basal rates. Multiple battery compartment cracks were observed. The returned battery cap was able to secure to the pump. The battery cap contact dimensions were within specification. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The successfully passed a delivery-accuracy-test. There was no damage or defect to the pump¿s internal components. Unrelated to the complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contact animas alleging patient¿s blood glucose (bg) on (B)(6) 2014 was 275 mg/dl with extreme drowsiness, difficulty waking up, and confusion that was attributed to an alleged intermittent power issue and battery compartment crack. It was report the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, the patient remained on the pump, and the pump settings were not recently changed. This complaint is being reported because the alleged hyperglycemia was attributed to an alleged pump malfunction.